Event description:
There was an allegation of a questionable hcg+beta elecsys result from the cobas e 801 analytical unit serial number (B)(4). The initial result for sample 1 was 73.2 iu/l. The result for a new sample from the patient was 5000 iu/l. On (B)(6) 2023, sample 1 was repeated on another analyzer and the result was 2544 iu/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem can be excluded because the provided quality control information was within expectations. The field service engineer changed the measuring cells and the problem was not reproduced.